Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 29 and 30) during the load process and basal delivery with multiple cartridges. Customer¿s blood glucose level was around 300 (mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.